Manufacturer narrative:
Insulin pump received with an intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump was displaying the button error alarm while giving herself a self bolus. Patient's blood glucose level is 97mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.